Manufacturer narrative:
Submit date: 07/04/2016. The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One decontaminated sample outside of the original package was received and the reported issue was confirmed; handle split in the section of small rib. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a lite glove. The customer reported one occurrence where the light handle cover was found torn prior to use. There was a large slit in the handle portion. The customer further reported that there was no patient harm or medical intervention required.